Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the chair is falling apart, when asked to clarify, he said he hasn't actually seen the chair, but since the customer is ordering all these parts, the chair must be falling apart. Parts ordered include upholstery and wheel locks which could be reportable. Because we are unable to retrieve anymore information we will report on these issues.